Event description:
A malfunction was reported on the pump, and the malfunction code was identified as malf 12. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl (27.7 mmol/l). Technical support provided guidance to reset the pump, and the issue was resolved without recurrence, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappeared.